Manufacturer narrative:
.

Event description:
It was reported that the patient has experienced an increase in seizures over the last 6 months and that the generator was unable to be interrogated due to end of service. The patient was referred for surgery. No known surgical interventions have been performed to date.

Event description:
Additional information was received confirming that the device could not be interrogated with multiple programmers. The provider clarified that the patient had not experienced an overall increase in seizures, rather, the patient had experienced a recent seizure cluster which this patient regularly experiences. The provider did not have prior programming history since she only began seeing the patient in (B)(6) 2015 but the provider was confident the device had reached end of service and was no longer delivering vns stimulation. A battery life calculation performed with the available data revealed 1.2 years remaining until near end of service. The generator was replaced. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR report inadvertently did not report the battery life calculation results.